Manufacturer narrative:
510k: this report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: george, rs., kostopanagiotou, k. And papagiannopou, k. (2014), the expanded role of extracellular matrix patch in malignant and non-malignant chest wall reconstruction in thoracic surgery, interactive cardiovascular and thoracic surgery, vol. 18(3), pages 335-339 ((B)(6)) https://doi.org/10.1093/icvts/ivt473. The purpose of this study is to report the first series of using the xcm bilogic tissue matrix for chest wall reconstruction either alone or in combination with the synthes titanium system. Between april 2010 and march 2013, a total of 21 patients (9 male and 21 female) with a mean age of 52 years (range, 16-71 years) were included in the study. Chest wall reconstruction was done in conjunction with unknown synthes titanium system. The following complications were reported as follows: a (B)(6) male underwent partial sternectomy and claviculectomy in combination with synthes mechanisms had infection. A (B)(6) female underwent chest wall reconstruction in combination with synthes mechanisms had infection. A (B)(6) male underwent clavicular, sternectomy, anterior chest wall resection and tracheal stenting in combination with synthes mechanisms had infection and bar displacement. This patient died from the progression of his underlying malignant disease. This report is for an unknown synthes plate. This is report 1 of 3 for (B)(4). A copy of the literature article is being submitted with this medwatch.